Event description:
Affiliate reported that there was blood in the reservoir, which may have contributed to the problem. No other details are available.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.